Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, there was leakage from the port. It was an annoyance. One tank of insufflations was used to keep from losing pneumo. The patient was eventually opened due to the case being difficult. The trocar leakage was not the primary cause of the patient being opened and the case would have been converted regardless of the leaking port. The surgeon did not replace the port prior to opening. The patient is doing well. The trocar was discarded.